Event description:
A report was received that a patient had died. A battery life calculation was performed and determined the patient's generator had substantial life remaining during the time of death. A review of the programming history showed indications of proper device functionality throughout the available history. The funeral home responsible for the patient's arrangements indicated the patient was likely buried with her device. Attempts to obtain additional information regarding the patient's cause of death were made, but no additional information has been received to date.